Event description:
It was reported to philips the customer has recently had the rotary switch fco completed on their heartstart xl+ device. The device exhibits low output (170 joules at 200 joules setting). The customer is questioning the possibility this was related to aging capacitors or the rotary switch was incorrectly fitted during the fco. The customer does not believe that a capacitor's function changes over time and would like explained how this can be possible. Following the fco, the philips field service engineer (fse) performed controls testing. All tests passed. These tests confirmed that, when the device knob was turned to and selected at 200 joules, the screen showed 200 for the joule setting (which was true for all of the energy settings). Therefore, it is not likely the switches were fitted incorrectly or the knob was installed in the wrong place. The hv capacitor has been tested and meets the requirements of (B)(4) and heartstart xl+ device specifications. However, longevity of the hv capacitor is inversely proportional to how often it is used/tested. Philips recommends a weekly opcheck of the heartstart xl+. This combined with 52 weekly auto-tests is 104 discharges per year. If that recommendation is strictly followed, the capacitor should last over 9 years before needing to be replaced. Based on the serial number of the involved device, this unit was built in march of 2014. Seven years is not an unreasonable amount of time, depending on the customer's use model. The device passed all testing. The device remains with the customer. An offer was made for a philips fse to replace the capacitor, but the customer declined.

Manufacturer narrative:
An offer was provided to the customer to replace the capacitors, but customer indicated that they would obtain the capacitors and replace them themselves. H3 other text : customer refused quote for service.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the customer has recently had the rotary switch fco completed on their heartstart xl+ device. The device exhibits low output (170 joules at 200 joules setting). The customer is questioning the possibility the rotary switch was incorrectly fitted during the fco.